Manufacturer narrative:
Reporting institution phone #: (B)(6). A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the central monitor failed to generate an alarm. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.

Manufacturer narrative:
The philips remote service engineer (rse) did not confirm the event. There is no additional information and there has been no response to requests for additional information. The cause of the event is unknown, and it is unknown if the issue was resolved. The device remains onsite.